Manufacturer narrative:
The customer stated they received insufficient sample alarms on the day of the event. The customer checked and found no sample quality issues and the sample volume was sufficient. The customer cleaned the sample probe. On 05-jul-2022, the field service engineer (fse) checked various parts of the instrument and did not identify any cause for the event. As a preventive measure, the fse replaced the liquid level detection (lld) printed circuit board for the sample probe, and adjusted the lld voltage of the sample probe. Calibration signals were at the lower end but within specification. Qc results were within specification. The customer did not complain of any further issues after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas 8000 e 602 module. The initial result from the e602 module was 90 u/ml. The sample was repeated twice on a different e602 module with results of 8 u/ml. The sample was repeated on the e602 module in question with a result of 8 u/ml. The questionable result was not reported outside of the laboratory. The ca 19-9 reagent lot number was 59810300 with an expiration date of 31-aug-2023.